Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated via phone call that the insulin pump alarmed motor error. The customer stated was having dinner and reservoir ran out. Inserted new infusion set, tried to bolus and alarmed motor error. Customer's blood glucose was 180mg/dl. Customer also reported a motor position encoder error alarm. Advised customer the insulin pump will need to be replaced. Advised to discontinue the use and revert to back up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history file; unable to complete functional test due to motor error test. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. However, all operating currents are within specification. No low battery or off no power alarms noted and the insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.